Manufacturer narrative:
Additional information: b5, e1, h6.

Event description:
During a procedure, after insertion in the patient, the side port disconnected from the sheath causing minor bleeding with no intervention required. There were no adverse patient consequences.

Event description:
It was reported the side port disconnected from a sheath. There was no patient involved.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.